Manufacturer narrative:
The reported issue of air observed passing through the ail sensor, with no alarm occurring could not be confirmed or duplicated during the investigation. The received disposable set did have observed air boluses accumulated below the lower fitment of the set which would be below the ail sensor. The air boluses ranged in size appearing to be approximately 50¿l to 100l. The inspection and testing performed on the returned infusion system found no existing malfunctions and the pump module to be detecting ail within specifications for a 250l setting. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported that air in line passing through the air in line sensor, with no alarm indicating this. There was no report of patient harm.